Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage that failed to open at the distal end. The patient was undergoing a procedure for stent assisted coil embolization to treat a large intra-cavernous aneurysm using a jailing technique with an echelon 10 microcatheter for coiling and a  phenom27 microcatheter for delivery of the pipeline vantage stent. Dual antiplatelet treatment (dapt) was administered. It was reported that during deployment of the pipeline vantage, the surgeon observed that the distal end of the pipeline only opened partially. Multiple manipulations of the device to try and help opening were unsuccessful and afterwards it was impossible to move the microkt onto the pipeline so the surgeon decided to remove both devices together and the pipeline seemed weakened. Another pipeline vantage of the same model was then used and implanted successfully. The patient was noted to be doing fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device was prepared as indicated in the IFU. The pipeline was placed in a vessel bend when it failed to open. There were many manipulations, such as a pull-push technique that was used in an attempt to open the pipeline. Due to all of these maneuvers, the device was in a bad condition.